Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Voluntary medwatch mw5093559 received via us mail from FDA. Information provided as follows: I am a type 1 diabetic, I use tandem t:slim insulin pump which has been updated to control iq. On (B)(6) at approx 3:45 pm, I programmed the pump to give me a unit of insulin with extended delivery, 75% now, 25% later before eating approx 10 grams of carbohydrates. I went for a walk with a friend shortly thereafter. While on the walk, I experienced an urgent low (52 mg/dl) and was notified by my pump and cgm (dexcom). In the midst of treating the urgent low, my pump began to deliver me insulin (the extended 25% part of the bolus). While I recognize that the pump was carrying out the instructions I had programmed for it, it seems to me that an insulin pump should not simultaneously notify me of a low and then deliver insulin, making the low worse. There should be a feedback between the bg and the insulin delivery system to prevent this from happening. I reported this to tandem, and was told, "the pump was just doing what you programmed it to do." I think this is a flaw. FDA safety report ID# (B)(4).